Event description:
We received a report from a distributor that a male patient experienced a corneal ulcer after using private label multipurpose solution with his acuvue contact lenses. In follow up, the patient's mother reported that her son complained that his right eye was very irritated for a couple of days before being seen by a health care provider at college and referred for further treatment. The mother then drove him to an emergency room. He was in a lot of pain and was very photophobic. At the emergency room, numbing drops were placed in the eye, a corneal scraping was taken and he was prescribed 3 different antibiotics that were used every hour. The complaint bottle was discarded and the lot number is unknown. The reporter indicated the testing (corneal scraping) confirmed a bacterial infection; she was unable to provide the name of the organism. Her son's eye healed very well in just over one week. He was advised to stop using contact lenses as the damage to his cornea is permanent. Additional information has been requested.

Manufacturer narrative:
Lot number of solution used by patient is unknown, and the manufacturer does not have any patient information that would allow us to further our investigation of lot number and adverse event details. It is unknown if the device failed to meet specifications as we have not received the complaint sample for analysis nor have we received an identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident/adverse event is unknown. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint sample for analysis, nor have we received an identifying lot number to guide our testing, we have been unable to determine the relationship. Root cause has not been established.